Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic assembly. The insulin pump was received with a cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert and loose clip. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.